Manufacturer narrative:
An event regarding fracture involving an accolade rasp was reported. The event was confirmed. Method & results: device evaluation and results: the event was confirmed. Examination with material analysis team member confirmed the fracture of the returned device was due to overload. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as no patient information was provided. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the device was confirmed to have broken due to overload. Consultation with material analysis engineer concluded no material or manufacturing defects were observed on the fracture surfaces examined. No further investigation is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It is reported by (B)(6) of the hospital that during a hip surgery the device broke. Replacement was available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It is reported by (B)(6) of the hospital that during a hip surgery the device broke. Replacement was available.